Event description:
Doctor was placing a drain in a patient. A 6.3 fr. Dawson-mueller multipurpose drainage catheter was opened and loaded over a wire. The catheter would not advance or curl into the area of interest, it just buckled. A second 6.3 fr. Drainage catheter was opened, but it did the same exact thing. Neither drain was used because they would not properly advance or curl in the affected area. Manufacturer response for catheter, nephrostomy, dawson mueller (per site reporter). Cook representative replaced device. No sample was requested.